Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site and the reported issue was not confirmed. Fss performed the annual preventive maintenance (pm) service. Fss preventively replaced the instrument host (ih) board. The system was found to meet all amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that error 2012 (instrument host timeout error) occurred with the (B)(4) system. The customer also required for preventative maintenance to be performed on the system. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Electrical problem was identified as the failure mode. The review of the device history record (DHR) for this system was also performed which showed that there were no issues or non-conformities and that the system and its components met all specifications prior to being released. All pertinent information available to abbott medical optics has been submitted.